Event description:
It was reported that the left ventricular lead had high thresholds and no capture. The right ventricular lead also had high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.